Event description:
It was reported that the patient heard a two-tone alarm from the pump and came to see the healthcare provider (hcp) at the hospital/clinic. The pump was interrogated and found to have multiple motor stalls. The pump logs showed repeat motor stall/motor stall recovery messages since (B)(6) 2012. Patient was admitted to the hospital for management until the pump could be replaced. It was added that patient did not experience any withdrawal symptoms and post replacement patient recovered without complication.

Manufacturer narrative:
Catheter model: 8703w, lot #: l43528, implanted: (B)(6) 1997, explanted: unk. (B)(4). Analysis of the pump revealed motor feedthru anomaly.

Manufacturer narrative:
(B)(4).